Event description:
It was reported that during a ptca atherotomy treatment procedure, the quantum maverick monorail balloon ruptured. After debulking the lesion with a rotablator, this product was inserted across the lesion. The quantum maverick monrail balloon ruptured at 20 atms on the second inflation. (The initial inflation was to 16 atms.) The patient was asymptomatic during this event. The lesion being treated was very calcified and 90% stenotic lesion in the proximal to mid lad coronary artery. The quantum maverick monorail balloon catheter was removed and replaced with another quantum maverick monorail balloon catheter to successfully complete the procedure. Patient status is reported as 'good'.